Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced battery charging difficulties and a broken belt clip, leading to repeated disconnections to charge and subsequent replacement of the pump while the original unit remained outstanding for return. Symptoms included episodes of hyperglycemia with reported values in the 300s for a few hours and negative ketones. Outcomes included temporary elevation of blood glucose without medical intervention, managed at home with subcutaneous insulin injections as back-up therapy. Investigation included customer support troubleshooting and education, verification of shipping and return logistics, and collection of a blood glucose questionnaire. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.